Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button alarm. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. The customer also was assisted with troubleshooting. Customer was advised that to turn off the auto mode. The insulin pump will not be returned for analysis.